Event description:
A malfunction was reported with the code malf 16. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. The customer acknowledged and understood the guidance given.